Event description:
It was reported that this pacemaker has a less than three months battery remaining. Boston scientific technical services (ts) reviewed that the eri has tripped twice in the past several weeks and the voltage have recovered. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker has a less than three months battery remaining. Boston scientific technical services (ts) reviewed that the eri has tripped twice in the past several weeks and the voltage have recovered. This device remains in service. No adverse patient effects were reported.